Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23026. It was reported the patient met with the sjm reprogramming for reprogramming of her lumbar system. Diagnostic testing revealed one lead reflected a low impedance reading. X-rays were taken and revealed lead migration. It was also reported the lead had coiled around the ipg. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the patient was to have the existing lead revised. However, the lead was explanted and replaced. The patient is doing well postoperative. Both leads are being reported as explanted since it is unknown which lead was explanted.